Manufacturer narrative:
H3, h6: the cori drill attachment p/n rob10015 sn000499 intended for use in treatment was returned. A relationship between the reported event and the device was established. The drill, drill attachment, and drill array are stuck together and cannot be easily disassembled. A functional evaluation was performed. The drill attachment was removed from the drill. The drill attachment nut torque was less than required (20"lbs). The drill nut backed out during use from vibration causing the drill attachment to lock on the nose piece of the drill. The drill attachment locking nut was properly torqued and a kpc test was performed and passed. An engineering evaluation was performed. Upon disassembly I found the bearing retaining nut in the long attachment was loose. When in insert bur mode the handpiece pressed against the nut, compressing the collet close enough to be disassembled, but when not under power the collet closer pushed the carriage back, preventing it from being disassembled. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event was that the bearing retaining nut in the drill attachment was out of torque specification and backed out of the bearing shaft causing the drill attachment to be locked on the drill. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
The sample is under evaluation by manufacturing site.

Event description:
It was reported that after the cori procedure was completed, it was noticed that the drill attachment was locked onto the drill itself. They tried to unlock the attachment from the drill, but were unable to. They plugged the drill into the cori system, ran through the drill diagnostics steps to try to unlock the attachment, but was also unsuccessful. The drill (case (B)(4)) and the drill attachment (case (B)(4)) were stuck together, therefore the drill tracker could not be removed either. No patient was involved. No other complications were reported. The investigation found that the bearing retaining nut in the drill attachment (case (B)(4)) was loose, which makes it a reportable event.